Event description:
It was reported that during incoming inspection found "foreign substance in package."

Manufacturer narrative:
An evaluation was performed on (B)(4) 2014. Eleven unused sizes ID 5.5 mm endotracheal plain tubes with work order number: (B)(4) returned in unopened jss preprinted blister packs. The samples were tested on (B)(6) 2014. The samples were inspected and the observations are as follows: (B)(4) unit showed no signs of foreign substance in package, where as (B)(4) unit was confirmed for foreign substance in packaging; (B)(4) unit confirmed for hair in package;(B)(4) units were confirmed for stain on product; (B)(4) units confirmed for product broken; and (B)(4) units upon observation showed no signs of being deformed. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that (B)(4) units returned were not meeting our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.